Manufacturer narrative:
Customer returned pump for an alleged blank display, battery cap broken/cracked/damaged, cosmetic damage located at the battery compartment and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4) svn#: (B)(6) customer returned pump for an alleged high bgs found on 17-jul-2021. The pump was received with a partially broken battery tube threads. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 11/16/2022 12:32:16.000 11/19/2022 02:47:03.000 11/19/2022 08:32:12.000 to 11/19/2022 09:20:24.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/19/2022 09:05:56.000 to 11/19/2022 09:05:56.000 power loss alarm was recorded and found in the formatted history file on: 11/19/2022 09:18:17.000 to 11/19/2022 09:28:00.000 low battery alert was recorded and found in the formatted history file on: 11/19/2022 08:33:00.000 and pump error 23 alarm was recorded and found in the formatted history file on: 11/19/2022 09:18:04.000 to 11/19/2022 09:27:40.000 upon checking on the power data/detail trace file, failed batt/battery failed alarm and low battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes.the pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (22.3 mv). The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Blank display was not confirmed. Battery cap broken/cracked/damaged was unknown. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the pump and battery cap was off then batteries came out at the night and experienced hyperglycemia with a blood glucose value of 700 mg/dl and was hospitalized. The customer was treated with the IV insulin drip and manual injection and the customer experienced symptoms, nausea, and vomiting. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.